Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported to the distributor by the patient's sister that the peg tube wasn't working properly and at a check up last tuesday (B)(6) 2019 and the doctor adjusted the peg. However on that thursday (B)(6) 2019 the peg stopped working and the patient did not get feed thursday night, friday night, saturday night, or sunday night. On monday the patient was taken to the hospital where the peg tube was replaced because "there is a little cut or something on the tube." Though the peg was replaced, the patient remains in the hospital.